Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was provided on medwatch report number (B)(4): volun (B)(6) 2010: in accordance with 21 cfr 803.22 (b) (2) we are notifying you that on (B)(6) 2010, a customer contacted roche diagnostics and reported hypoglycemic event that occurred on (B) (6) 2010 between 5 pm and 6 pm, the customer was outside grilling, and he passed out. The customer did not remember his previous blood glucose result, but thought it had been between 100mg/dl and 120 mg/dl reported not taking any actions based on the previous reading. The customer's wife took him inside, helped him to drink soda. The customer reported he would not have been able to self treat; he uses a medtronic insulin pump, thinks last bolus unspecified amount was most likely at noon that day. The medtronic insulin pump mentioned in this event is not mfg or parted by our firm. (B) (6). No customer info given in the report. No other info reported/no contact info on the report.